Manufacturer narrative:
(B)(4). The device was not available for evaluation; therefore, a device analysis and alarm log review could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump's pole clamp would not function. This was identified before use. There was no patient involvement. No additional information is available.